Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The coordinator stated that on (B)(6) 2026 the patient passed away due to an unwitnessed arrest. No further information was provided. It was further reported that the hospital side listed the cause of death as unwitnessed arrest without return of spontaneous circulation (rosc) despite all efforts. The cause for concern was coffee ground emesis around mouth noted on emergency department (ed) arrival.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0036347586. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death and arrhythmias (vomiting). Risk review: a risk review was completed and confirmed that the events of death and arrhythmias (vomiting) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The coordinator stated that on (B)(6) 2026 the patient passed away due to an unwitnessed arrest. No further information was provided. It was further reported that the hospital side listed the cause of death as unwitnessed arrest without return of spontaneous circulation (rosc) despite all efforts. The cause for concern was coffee ground emesis around mouth noted on emergency department (ed) arrival.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The coordinator stated that on (B)(6) 2026 the patient passed away due to an unwitnessed arrest. No further information was provided.